Manufacturer narrative:
Siemens has initiated a technical investigation of the reported event. A root cause has not yet been identified. A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that a water hose had torn off in the primus hi system. The system was not being used to treat a patient at the time of the event. Based on the type of hose that was damaged, it was estimated that approximately 10 to 15 liters were leaking, resulting in the floor becoming wet. There was no report of someone having slipped on the wet floor. Although there was no report of injury, this event is considered a slipping hazard that could lead to bodily injury of medium severity, if it were to reoccur and the leak was not noticed. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens did not perform a separate investigation of the reported event because the issue was identified as part of a trend. According to previous tests performed by the supplier, the design and the material of the hoses met the specification requirements. The complaint hose was replaced by siemens. This issue is continuing to be tracked and trended.